Event description:
Caller reported a black line on screen of the aviva combo meter. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).